Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change the user observed leaking at the cartridge area of the ilet pump, and customer support guided the user to rewind the pump, remove prior supplies, and perform a new cartridge fill after advising that overfilling can cause leakage. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change with no alarms or alerts and restoration of normal use. Customer care provided remote troubleshooting and user education on correct cartridge fill and installation. Investigation of this case revealed user technique related to overfilling as the likely contributor to leakage at the cartridge interface, with no device malfunction identified. It was concluded, based on established findings from similar reports, that user technique contributed to the event and proper filling and setup resolved the issue.